Event description:
Metal on metal prosthetic. Zimmer implant fixation failed. My surgeon advised me "revision total hip arthroplasty" was urgent, orthopaedic surgeon dr (B)(6), advised me to contact a qualified experienced medical device product liability law firm with substantial experience in successfully prosecuting similar medical device metal on metal prosthetic recall.